Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to spec, crease fold and red particles in the shell. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device was explanted.